Event description:
Contact lear care is very harmful. Has burned my eye this morning and getting worse after 8 hours. My eye is burning and severe pain. It is completely covered with a pink fleshy film and burning. Reporter's recommendation: remove this product completely. I have never had so much pain in my eye and not one to report such things. This is horrible. I am a teacher and the same thing happened to my son. This is a dangerous product. (B)(6).